Event description:
Boston scientific received information that this patient's lead had dislodged and was replaced. Of note, the original implant had occurred six years prior. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.